Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If add'l relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.

Event description:
User facility reported that following several attempts to position the disposable novasure device during an endometrial ablation, a uterine perforation was suspected. A hysteroscopy was done and a perforation was noted at the fundus of the uterus. The procedure was aborted. Follow-up info was received on 09/08/2009. It was reported the pt received prophylactic antibiotics (name and route of antibiotics unk) and was discharged home following the attempted novasure procedure. Additionally, it was reported the pt has been seen by the physician on follow-up and "is doing fine". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.